Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer contacted technical support (ts) stating that the unit had an alarm led failure. The unit was not in use on a patient.

Manufacturer narrative:
G4:10jan2021. B4:11jan2021. The customer contacted technical support (ts), stating that the unit had an alarm led failure. The customer indicated they could not reproduce the alarm led error code; however, the power switch overlay was replaced as a precaution. The unit has been placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.